Manufacturer narrative:
Result: latch on timing link worn.

Event description:
It was reported by service report that the foot left timing link would not hold the side rail in the upright position. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.